Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device photo evaluation: visual analysis of the photographs identified red particle material on the shell, red tissue and broken shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and others, and red particles on the shell. The device was underweight. A microscopic analysis was performed which identified a sharp break on the radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp break on radius assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.